Event description:
It was reported that after announcing dinner on the ilet, the insulin delivered was too much and the user experienced a low blood glucose, with the lowest reported value of 53 mg/dl. The user reported uncertainty about how to use the usual/more/less meal announcements. Symptoms included hypoglycemia with confusion and difficulty thinking. Outcomes included serious injury requiring unexpected medical intervention in the form of oral glucose. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to announcing an incorrect size meal, associated with the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.